Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 ¿ december 12, 2023. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during infusion. After the pump had completed its 24-hour infusion, there was still piperacillin tazobactam and sodium chloride solution remaining in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.